Event description:
A customer in japan notified biomerieux of a discrepant result associated with the vitek® 2 ast-p625 test kit involving a nasal mucus sample. The customer reported that results with vitek® 2 ast-p625 showed oxacillin 0.5s, cefoxitin negative. Repeat testing showed the same result. Alternate method testing results indicated oxcacillin disk r, mrsa screening agar positive. Although the vitek® 2 ast-p625 test kit is not marketed in the united states, vitek® 2 ast-gp71 is marketed in the united states and utilizes the same oxacillin formulation. An internal biomérieux investigation will be initiated.